Event description:
It was originally reported that the pt experienced a loss of therapeutic effect and surging sensation a couple of times per day unrelated to changes in posture for the past 3-4 months. The pt felt mild stimulation which did not increase with increase in amplitude. There was no known accident or incident related to this event. No "low battery" icon displayed on the pt programmer. The pt turned the stimulation down and off. The health care provider confirmed that the pt fell a few times which may have caused the lead to move slightly. The impedance measurements were normal. The ins was reprogrammed on (B)(6) 2011 which resulted in more consistent and comfortable stimulation. The problem was resolved and the pt was fine. The pt may have a lead replacement in the coming months if necessary.

Manufacturer narrative:
(B)(4).